Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and the customer continued to use the pump for insulin therapy.